Manufacturer narrative:
No devices were returned as no malfunction was alleged and no images were provided to confirm the complaint. Review of the reported event identified a hole was made in the peritoneum during surgery though no product failure or malfunction was identified. Additionally the attending rep noted surgeon had difficulty developing the procedure. Review of all information provided suggests difficulty with instrumentation during the procedure led to inadvertent contact and perforation of the peritoneum indicating an unintended use error as the root cause. No additional investigation can be completed at this time. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/ or motor function; impotence; and permanent pain and/or deformity...." "...warnings, cautions and precautions: the anterior retractors do not rigidly attach to the access driver through use of the anterior crossbar. Use caution when impacting with these instruments in place. Be careful not to plunge or insert the facet sled past the facet sled stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Be careful not to plunge or insert the rasps past the stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint...." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "... Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting. Maxcess fixation shims are designed to provide retraction of soft tissue only and should not be used for vertebral body distraction. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. To minimize the risk of damage to nerves and segmental vessels & creation of psoas hematoma, the following 4 steps are advised in techniques where fixation shims are used. 1. Identify where the screw will engage the spine 2. Visually check for nerves and segmental vessels 3. Test for nerves with the nvm5 ball-tip probe 4. Place bone wax following removal of the fixation shims to minimize the risk of psoas hematomas "...method of use: if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request..." "...information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com. This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document #(B)(4)..."

Event description:
The first part of a two-part spinal procedure was conducted at l2/5. Postoperative radiographs showed a shadow in the abdomen, which was confirmed by CT to be air and the result of a hole in the peritoneum during the surgery. On-site rep noted surgeon had trouble developing the procedure. No special treatment was given and the patient is currently being monitored and prepped for the posterior fixation with competitor products as scheduled on (B)(6) 2023. No additional injuries were reported.

Manufacturer narrative:
No devices were returned as no malfunction was alleged and no images were provided to confirm the complaint. Review of the reported event identified a hole was made in the peritoneum during surgery though no product failure or malfunction was identified. Additionally the attending rep noted surgeon had difficulty developing the procedure. Review of all information provided suggests difficulty with instrumentation during the procedure led to inadvertent contact and perforation of the peritoneum indicating an unintended use error as the root cause. No additional investigation can be completed at this time. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/ or motor function; impotence; and permanent pain and/or deformity...." "Warnings, cautions and precautions: the anterior retractors do not rigidly attach to the access driver through use of the anterior crossbar. Use caution when impacting with these instruments in place. Be careful not to plunge or insert the facet sled past the facet sled stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Be careful not to plunge or insert the rasps past the stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint...." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting. Maxcess fixation shims are designed to provide retraction of soft tissue only and should not be used for vertebral body distraction. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. To minimize the risk of damage to nerves and segmental vessels & creation of psoas hematoma, the following 4 steps are advised in techniques where fixation shims are used. 1. Identify where the screw will engage the spine 2. Visually check for nerves and segmental vessels 3. Test for nerves with the nvm5 ball-tip probe 4. Place bone wax following removal of the fixation shims to minimize the risk of psoas hematomas." "Method of use: if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request..." "...information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com. This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document #9402702..." .

Event description:
Corrections listed on h10.